Event description:
We received an allegation of an unspun sample from a cobas p 612 pre-analytical system contributing to discrepant results for 1 patient sample tested for ldh on a cobas c 503 analytical unit. The initial result was 300 u/l. This result was reported outside of the laboratory where it was questioned by the physician. The repeat result was 216 u/l. Neither of the results were believed to be correct. The sample was left unspun for >6 hours; the repeat result was reported outside of the laboratory with a disclaimer.

Manufacturer narrative:
The ldh reagent lot number and expiration date were not provided. The c503 analyzer serial number was (B)(6).

Manufacturer narrative:
The troubleshooting material could not be provided for investigation. Due to the lack of information, further investigation could not be performed. The investigation did not identify a product problem.